Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the tandem usb cable would not charge the pump. There was no reported impact to the customer's blood glucose level. Customer was able to charge pump with an alternate cable. A replacement tandem cable was sent to the customer.